Event description:
The customer returned the product for a downstream occlusion error, during device evaluation, the error was confirmed. There was no patient involvement.

Manufacturer narrative:
H3: one device was received for analysis. Service history review identified this device has not been in for service in the previous 12 months. Visual and functional testing were performed, and the customer issue was confirmed though not duplicated as the device passed the occlusion test at 20psi. The root cause of the problem was unknown. The device then passed all functional tests.